Event description:
It was reported that during the surgery day the customer had five cases of foreign material entering the eye during implantation. Previous cases had been reported by them and on this surgery day, the customer used healon pro instead of their normal (ophthalmic viscosurgical device) ovd to try and exclude the ovd as the source of the particle's they are seeing. Because the ¿extra material¿ was still observed, it would appear that the pre-loaded lens system seems to be the source. No further information was provided. Separate reports will be submitted for the other 4 incidents on the surgery day.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.